Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified distal left anterior descending artery. Pre-dilatation was performed with a 2.0x10 semi-compliant balloon. A 2.5x33mm xience xpedition stent was deployed at the lesion. After post-dilatation was performed with a 2.5x10mm nc balloon, an edge dissection was noted at the proximal edge of the stent. A 2.5x18mm xience xpedition stent was used to successfully cover the dissection. No additional information was provided.